Event description:
Patient status post patient specific implant, implanted on an unknown date was discovered to have an infection on an unknown date. Patient was returned to the operating room on (B)(6) 2011 and the implant was removed. Surgeon will monitor patient until the infection clears, will re-evaluate the patient for further treatment. This is 3 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned. Additional information has been requested.